Manufacturer narrative:
(D10) concomitant device(s): 320-01-46 - equinoxe reverse 46mm glenosphere: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6).

Event description:
Approximately 4 year(s), 3 month(s) and 19 day(s) post-operative of a revised left tsa, the patient presented with disassociation of polyethylene. Patient describes instability event 2 weeks ago. The patient underwent standard reverse revision surgery and the outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and definitely not related to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, d, e, g the revision reported was likely the result of instability and disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.